Event description:
It was reported that the patient's ipg migrated. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient was involved in a motor vehicle accident approximately one year ago. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was repositioned to address the issue.